Manufacturer narrative:
It was reported that a patient had loosening of the surgical hardware after thee years and required a revision to correct the issue. During the revision surgery, asceptic loosening was identified and both the femoral and tibial implants were removed and replaced. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient had loosening of the surgical hardware after thee years and required a revision to correct the issue. During the revision surgery, asceptic loosening was identified and both the femoral and tibial implants were removed and replaced.